Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 520 mg/dl. Customer went into diabetic ketoacidosis. Elevated blood glucose was addressed with a manual injection. System check was performed with tandem and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed cartridge to address the issue and resumed insulin delivery, but ultimately reverted to an alternate method of insulin therapy after occlusion recurred.